Manufacturer narrative:
The reported event of the atrial lead impedance not being included in the fastpath summary was confirmed. The device is performing as per design, there is no suspicion of a device malfunction.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead impedance value was not included in the fastpath summary. No intervention was performed and the patient's condition was unknown.